Event description:
It was reported that there was a leak coming somewhere from the cassette lines during the preparations for peritoneal dialysis therapy. The patient stated that during the prime, the lines coming out of the door of the homechoice device were wet. The technical service representative advised the patient to start over with new supplies. During the troubleshooting, the cause of the leak could not be determined. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.